Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen was cracked after removing the pump from the customer's pocket. The customer was unsure as to how the touchscreen became cracked. Reportedly, the customer continued to use the pump for insulin therapy as the pump was still functional.

Event description:
Customer's blood glucose level was not impacted.